Manufacturer narrative:
On (B)(6) 2014, a respiratory therapist (rt) called to speak with (B)(4) customer care and technical services regarding a device issue with inomax (B)(4). The device was not in use on a pt at the time of device issue (complaint-(B)(4) device investigation was completed on (B)(4) 2014. Case comment: on (B)(4) 2014: the device was not in use at the time of device issue and did not result in an adverse event; however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event) refer to MDR #3004531588-2013-00023). Eval summary: inomax dsir serial number (B)(4) was returned to the MFR for service investigation. The (B)(4) service center (rsc) reviewed the service log and findings confirmed the reported complaint of a broken encoder knob. The rsc replaced the knob. Secondary findings unrelated to the complaint: the rsc experienced a delivery failure alarm during burn-in for backlight current below minimum. The rsc replaced the touchscreen/display, main pca board and inverter board. The root cause for this device issue was a display-backlight failure. This condition will be tracked and trended under (B)(4)'s quality system. A full functional test was performed and the device operated according to specs so it was returned to the device service pool. This case did not result in an adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
Delivery failure for backlight current below minimum [device issue] no adverse event [no adverse event]. Case description: this initial non-serious, device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in (B)(6) who called to speak with (B)(4)'s customer care and technical services regarding a device issue with inomax (B)(4). The device was not in use on a pt at the time of the device issue. On (B)(6) 2014, the rt reported that the large thumbwheel button was cracked on (B)(4). It was further explained that she only wanted the thumbwheel to be replaced. Per direction from the regional service center, the rt was informed that the entire unit should be replaced. Inomax (B)(4) was removed from service and returned to (B)(4) for service eval. Investigation results (secondary findings) were received on (B)(6) 2014.